Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
This supplemental report is being filed to include a conclusion code update.

Event description:
It was reported that respiratory rate trend (rrt) oversensing was observed on the right atrial (ra) channel, which resulted in noise and inappropriate atrial tachy response (atr) episodes. It was also noted that the ra impedances were high out of range measuring greater than 3000 ohms. Technical services recommended to turn off the rrt sensor. The clinic will evaluate the patient in the near future. At this time this implantable cardioverter defibrillator (ICD) and other manufactures ra lead remains in service. No adverse patient effects were reported.